Event description:
It was reported that the patient had passed away because of a cardiac arrest (the primary cause listed was cerebral vascular accident and the second one was hypertension). An investigation is required.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
It was reported that the patient had passed away because of a cardiac arrest (the primary cause listed was cerebral vascular accident and the second one was hypertension). An investigation is required.

Event description:
It was reported that the patient had passed away because of a cardiac arrest (the primary cause listed was cerebral vascular accident and the second one was hypertension). An investigation is required.